Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely after one day of wear. As a result, customer was unable to obtain readings and experienced symptoms of slurred speech and dizziness. The customer had contact with a healthcare professional who obtained a glucose reading of "above 300" on their meter and provided unspecified treatment for hyperglycemia. An MRI and CT scan were also conducted on the patient. There was no report of death or permanent impairment associated with this event.